Event description:
The customer reported that the battery of a device that belonged in the oncology department was not functional. A review of the device error log during investigation found multiple n56 replace battery alarms. The device was powered up on dc power and alarmed replace battery. The battery was replaced, the device was connected to ac power and the ¿change battery¿ soft key was pressed. The device was then powered up on dc and passed the self-test without an alarm. The complaint was confirmed and probable cause for complaint and n56 replace battery alarm is a defective battery due to the software defect. This complaint was determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.